Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, displacement test, prime/a33 test, excessive no delivery test and occlusion test or verify motor error alarm due to blank display. Device received with corroded battery tube, cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and cracked case from display window corner. The test infusion set and reservoir does lock into place.